Event description:
It was reported that the device did not realize the change of the o2-connection that was set by the user. It was also reported that the device did not carry out an audible alarm.

Manufacturer narrative:
The device involved in the event was intensively investigated by drager medizintechnik gmbh. A potentiometer for the o2-concentration setting has a defect. That failure was discovered by the user because co noticed a deviation between the value set with the potentiometer and the set value shown on the display. The component was exchanged and the device was delivered back to the customer. Based on the facts that drager have already sold more than 3100 devices worldwide (each device has & potentiometer) and this was the first complaint concerning the potentiometer the likelihood of reoccurrence is minimal. The service instruction for routine service requires also a check all potentiometers of the babylog. Correction to the initial report section h1: there was no pt injury or illness related to the event only the malfunction occurred.